Event description:
It was reported that during the procedure in the m1 segment with the subject flow diverter, it was unable to deploy after multiple attempts. Physician replaced the subject flow diverter with a similar device to successfully complete the procedure, but a 25 minute delay occurred without any clinical consequence to the patient. It was also reported that the patient suffered bleeding from the groin access point and pressure needed to be applied. As a result the patient's hospitalization was prolonged. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. On visual/microscopic inspection, only the stent was returned. The stent was found to be deformed and frayed edges were noted at the proximal and distal ends. Dried blood and procedural fluids were present on the stent. The stent delivery wire (sdw) was not returned. Functional inspection was not applicable as only the stent was returned but the reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the delivery system failed with premature or inaccurate deployment. M1 segment was the location this deficiency took place. The evolve surpass device failed to deploy despite multiple attempts. Procedure was completed successfully with the same device. The device deficiency did not contribute to the adverse event (ae). Bleeding occurred from the access point in the groin. The sheath was removed and homeostasis was achieved. When patient was brought back to room the patient moved her legs and the clot did not hold resulting in bleeding. Pressure was applied and bleeding resolved. Patient was on plavix and aspirin at the time of ae, patient was then switched to brilinta and a lower dosage of aspirin after ae. Patient remained under observation to ensure homeostasis for 24 hours, no other intervention was given to the patient during the prolonged hospitalization and she was discharged the next day. Product analysis found the stent was deformed and both edges were frayed. The remainder of the flow diverter system was not returned for analysis. An assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to deploy¿ and to the analyzed ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported ¿vascular access site complications serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure in the m1 segment with the subject flow diverter, it was unable to deploy after multiple attempts. Physician replaced the subject flow diverter with a similar device to successfully complete the procedure, but a 25 minute delay occurred without any clinical consequence to the patient. It was also reported that the patient suffered bleeding from the groin access point and pressure needed to be applied. As a result the patient's hospitalization was prolonged. No other information is available.